Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, a dissection occurred in the common carotid artery, after insertion of the arterial sheathof the neuroprotection system (nps). The physician placed an additional stent to cover the dissection. The procedure was completed successfully with no health consequences or impact to the patient.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends and a supplemental MDR will be submitted if additional information is received.